Event description:
It was reported that the patient presented to the emergency department after hearing their device beeping. The right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of short interval counts (sic) and non-sustained tachycardia. The interrogation showed noise on the right atrial (ra) and ventricular channels with stable impedance and no noise or oversensing with testing which is consistent with electromagnetic interference. The patient said they were working on a refrigerator at the time of the episodes. The leads were reprogrammed and remain in use. The patient went home and, a few weeks later, the lia was triggered again with more noise and elevated sic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Emi was visible on stored episode egms. Concomitant products: 694965 lead implanted: (B)(6) 2007; 5068-45 lead implanted: (B)(6) 2002; 429888 lead implanted: (B)(6) 2015. (B)(4).